Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® flashback blood collection needle, blood leaked from the device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® flashback blood collection needle, blood leaked from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo displays a fbn attached to a vacutainer holder inside a plastic bag, which also contains a vacutainer tube with blood. The area of leakage cannot be identified in the photo, as the hub of the fbn sample is obscured by the IV shield and the non-patient end is blocked by the vacutainer holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.f.